Event description:
Operating room staff was preparing to perform a procedure, and as they took out the cardinal health "vascular u bar pack" and noticed there was a large hair under the tape and outer plastic packaging. A new sterile tray was retrieved and used without issue. Over the last two weeks, we have found four different trays with hair in them, one "total hip" pack, one "cysto pack", and one "minor u bar pack". All trays were unused, and it was caught before the tray was used on a patient. Manufacturer response for cardiovascular procedure kit, cardinal health (per site reporter).